Manufacturer narrative:
The device was not received for evaluation; however, photographs were provided. The visual inspection of the provided photos showed an external blood leakage from the 4-way valve connector of the access line. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set c, an external blood leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.